Manufacturer narrative:
Manufacturer's ref# (B)(4) manufacturer's investigation: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Clinical conclusion: it has been reported that a user had 2 domes get stuck in his ear, and had to have them removed by a doctor. The user has used other hearing aids for 6 years without problems. The user experienced no harm following the incident. Despite attempts, it has not been possible to father further information on the incident, it is therefore unknown how the incident occurred, and whether the two domes were lost in the same ear, or one in each ear. Clinical conclusion is that the detached dome has not caused harm to the user. The clinical evaluation for the device family does evaluate domes coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force. The user guide states to contact the hearing care professional (hcp) if a foreign object or wax is in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: risks related to objects getting stuck in the ear canal are generally known, considered in the risk analysis, mitigated and communicated to the user. The risk is deemed to be of an acceptable nature. Device investigation concluded: no device was returned to the manufacturer, hence no physical device investigation has been possible. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
It has been reported that a user had 2 domes get stuck in his ear, and had to have them removed by a doctor. The user experienced no harm following the incident. Despite attempts, it has not been possible to gather further information on the incident,. No further follow up has been received or is expected.